Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during an intervention, while inserting the hi-torque balance middleweight (bmw) guide wire through the sheath / guiding catheter, the wire separated in two, outside the y-connector. Both parts of the were easily removed from the patient. Another bmw was used to continue the procedure with no consequences for the patient and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Based on the reported information and returned analysis, the investigation determined the reported guide wire core separation appears to be related to case circumstances of the procedure. It is likely that manipulation during advancement through the sheath/guiding catheter, likely caused the core to kink and separate at the proximal end of the hypotube. The fractured faces at the separation appear kinked and jagged as if kinked prior to separation. The tip bend appears consistent with the tip shape process prion to use. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.